Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day following implant this right ventricular (rv) lead exhibited increased/high pacing thresholds and increased, but in-range, pace impedance measurements. An apical rv perforation was suspected as a small effusion was observed via echocardiogram. The lead was repositioned to the septal wall with no additional adverse patient effects. This lead remains in service.